Event description:
Information received by medtronic indicated that insulin pump was broken and battery compartment was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment found on december 28, 2021. Insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly and vibrator assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. By using a test case, the pump powered up properly and continued testing. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted. Blank display was confirmed due to shifted battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Blank display was confirmed due to shifted battery tube assembly. During visual inspection, found corrosion on the electronic assembly and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.